Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported ¿aspiration system message (sm).¿ the pressure plate and power supply were both replaced but were unrelated to the ¿aspiration sm¿ reported. The company representative did not indicate if the part replacement was tied to the second sm either. Without additional, related information the root cause cannot be determined conclusively. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 5, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications relating to the aspiration sm. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system displayed a system message and presented with no aspiration during cataract surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).